Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. A 3.00x16mm promus element plus stent was advanced to a severely calcified lesion located in a saphenous vein graft (svg) to the left anterior descending (lad) artery. While advancing the stent delivery system (sds), the promus element plus stent fell off the sds inside the patient. The sds was removed and the dislodged stent came with it. It was further reported, because the anastomosis of the svg was blocked by a ring to mark it, it looked like a 'star' around the vessel and the doctor felt it compromised the lumen of the vessel. The stent came off when the doctor was advancing the device it through the anastomosis of the svg. The patient was sent to surgery as nothing would cross the anastomosis. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. A 3.00x16mm promus element plus stent was advanced to a severely calcified lesion located in a saphenous vein graft (svg) to the left anterior descending (lad) artery. While advancing the stent delivery system (sds), the promus element plus stent fell off the sds inside the patient. The sds was removed and the dislodged stent came with it. It was further reported, because the anastomosis of the svg was blocked by a ring to mark it, it looked like a 'star' around the vessel and the doctor felt it compromised the lumen of the vessel. The stent came off when the doctor was advancing the device it through the anastomosis of the svg. The patient was sent to surgery as nothing would cross the anastomosis. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a promus element plus stent delivery system (sds) with contrast and blood on the outside of the device. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).